Event description:
It was reported that during preparation, it was observed that the device box was slightly damaged. Upon opening, the sterile package was found to be partially unsealed, and the device itself appeared slightly dented. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Block g4: the complete premarket/510(k) #: k211223, k231549. Block h6: device code a020503 captures the reportable event of seal compromised.

Manufacturer narrative:
Block h11: upon receipt at our quality assurance laboratory, this advantage fit device underwent a thorough analysis. Visual inspection of the mesh did not reveal any damages or defects. Additionally, the mesh looked unused, and a cut of the product information was returned; however, the claimed damaged box and damaged sterile pouch were not returned. Based on the information available and analysis results, the reported allegations of the packaging seal compromised and incomplete seal could not be confirmed through product analysis since the packaging was not received and the device was received with no defects. A conclusion code of cause not established was assigned to this investigation as the investigation findings do not lead to a clear conclusion about the cause of the reported event. Block g4: the complete premarket / 510(k) #: k211223, k231549 block h6: device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported that during preparation, it was observed that the device box was slightly damaged. Upon opening, the sterile package was found to be partially unsealed, and the device itself appeared slightly dented. The procedure was completed with another of the same device. No patient complications reported.